Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was not pt involvement in the reported malfunction.

Event description:
On (B)(6) 2013, patient reported she was hospitalized on (B)(6) 2013 for hyperglycemia of above 600 mg/dl. Her glucometer read "hi," and she was unable to lower her blood glucose with insulin injections. She was admitted to the hospital and placed on an insulin drip. She reported earlier in the day, the luer lock connection of the infusion set loosened and fell off. She reattached the infusion set and noticed a large air bubble, but she did not prime the air bubble out. She was using an adapter for a previous infusion device when this occurred, and she has since replaced it with the correct adapter. The alleged accessories were discarded and will not be returned for evaluation. She was unable to provide additional information.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.